Event description:
The customer stated the device had battery calibration message during the operational check. No pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.